Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application experienced a "unexpected error" message while attempting to select the date of implant in the "leads measurements" section. The user selected the cancel button while attempting to select the date. The date selection pop-up remained open and the user selected the date selector dials and then spontaneously the application displayed a white screen with an error message. At the same time the patient connector list connection with the implantable pulse generator (ipg). The user completely closed the application and restarted the application and regained connections to the base and patient connector. The connection to the ipg had to be re-established with a telemetry b interrogation as the application did not provide the option to reconnect to the last device or patient. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application experienced a "unexpected error" message while attempting to select the date of implant in the "leads measurements" section. The user selected the cancel button while attempting to select the date. The date selection pop-up remained open and the user selected the date selector dials and then spontaneously the application displayed a white screen with an error message. At the same time the patient connector lost connection with the implantable pulse generator (ipg). The user completely closed the application and restarted the application and regained connections to the base and patient connector. The connection to the ipg had to be re-established with a telemetry b interrogation as the application did not provide the option to reconnect to the last device or patient. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.